Event description:
The pt had been fitted with ceramic brackets using another co's adhesive. Dr's assistant used the other co's debonding instrument #444-770 to debond the brackets. During bracket debonding, from a lower lateral tooth, the tooth broke. The pt required intervention of an endodontist to "post" and "cap" the tooth.